Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead, resulting in patient discomfort. The stimulation was visible even with changes to lead polarity and reduction in pacing output. Pacing was turned off and the patient is to follow up. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.